Event description:
It was reported that a controller exchange was performed on (B)(6) 2022. The reason for this controller exchange was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the provided log file. The log file contained data spanning approximately 5 days ((B)(6) 2022 per timestamp, and (B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s driveline was observed to have become disconnected on (B)(6) 2022 at 14:48, and the controller in use at this time (serial number (B)(4)) was fully shut down approximately 1 minute later ¿ this controller exchange has been addressed via a separate event (related manufacturer report number 2916596-2022-01921). The controller (B)(4) was observed to have been restarted and put back into use on (B)(6) 2022 at 9:14, indicating that another controller exchange had occurred on this date. No other notable events were observed. The system controller that was exchanged on (B)(6) 2022 (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller that was exchanged on (B)(6) 2022 was not provided. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.